Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The patient had a blood glucose of 419 mg/dl with symptoms of drowsiness and thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the leur lock connection between the cartridge and infusion set was not secure, causing insulin to leak. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a leur lock leak.